Event description:
On (B)(6) 2023, the customer reported one non-repeatable false high troponin I (access high sensitivity troponin I, part number b52699, lot number 234719) patient result was generated on the customer¿s access 2 section dxc 600i packaged analyzer (part number a25640, serial number (B)(4)). One erroneously high hstni sample result of 1,858.8 ng/l was obtained on (B)(6) 2023. The customer redrew the patient one hour later and run the second sample on an alternate access 2 analyzer (serial number (sn) (B)(4)) with normal result at 2.2 ng/l. The initial result was questioned by the physician and the customer reran both samples on the alternate access 2 analyzer (sn (B)(4)) with normal results at 2.2 ng/l (sample 1) and 2.1 ng/l (sample 2). On (B)(6) 2023, the customer reran the original sample twice on the original access 2 instrument (serial number (B)(4)) with normal results at 2.4 ng/l and 2.5 ng/l. The customer reported that the patient was unnecessarily administered heparin due to the initial elevated result. The heparin was discontinued after the repeat results were obtained. No further information was provided. No error messages or issues with other assays were reported in connection with the event. The customer noted no errors in the event log. System checks passed on (B)(6) 2023. Qc was passing within the laboratory¿s established ranges at the time of the event. Hstni calibration passed on (B)(6) 2023 with reagent lot 234719 and calibrator lot 125542. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned result. The cts [customer technical support] advised the customer to run precision test to verify hardware. The customer performed 15 replicate precision run on (B)(6) 2023 with acceptable results. Sample is collected on bd lithium heparin plasma sample tube (size 13*75). Sample was run via the cta [closed tube aliquoter]. The lab centrifuge speed is set for 3 min at 5200 rpm at room temperature. No further sample information was provided.

Manufacturer narrative:
The full patient identifier is (B)(4). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors or issues with other assays were reported in conjunction with this event. The customer noted no errors in the event log. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No other patient results were called into question. 15-points precision run passed on (B)(6) 2023. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned result. Customer technical support sent to the customer sample handling documents as a reference since the hardware verifications passed. In conclusion, a cause for this event could not be determined with the information supplied. There is no evidence to reasonable suggest an instrument malfunction.